Manufacturer narrative:
Patient information was requested, however no information has been provided.

Event description:
The following information was reported to gore. On (B)(6) 2018, a gore-tex® suture (6m10j/18238447j) was used for a femoro-popliteal bypass. On suturing the anastomosis, the suture breakage was observed. New sutures were opened and used. The patient tolerated the procedure.